Event description:
It was reported that patient experiencing severe pain, which the physician confirmed was a result of the implant procedure. Consequently, the patient was hospitalized, and diagnostic measures including x-rays and blood tests were conducted.